Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 212048 was provided by the initial reporter. Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ vialshield closed vial access device, 13 mm experienced flow issues. The following information was provided by the initial reporter: taxol, filter blocked, liquid can no longer be drawn up, it always draws the liquid back from the syringe into the bottle due to the pressure.

Manufacturer narrative:
Investigation summary: a mv0513-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 212048. The customer reported that it was not possible to draw up fluid with the device when accessing a vial. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 212048 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mv0513-0006 product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the bd smartsite¿ vialshield closed vial access device, 13 mm experienced flow issues. The following information was provided by the initial reporter: taxol, filter blocked, liquid can no longer be drawn up, it always draws the liquid back from the syringe into the bottle due to the pressure.